Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported broken cutter and failure to deploy the thumb advancer could not be confirmed. The cause was related to the operational context during device use. The cutter was found intact. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, when depressing the plunger to initiate sheath splitting, the sheath would not completely split. The physician thought the cutter may have broken. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The technician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.